Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. Product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. The patient code, the device codes, and the conclusion code apply to the two unknown trial leads. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient whose indication for use was spinal pain. It was reported that zapping had occurred during the trial. The patient reported that the manufacturer representative stated that the leads slipped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.